Event description:
A competitor reported that during a routine device changeout, it was noted that there was an insulation issue at the insertion site. The lead was partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, and there was blood on the distal conductor of the lead and it was obstructed; proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.